Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s healthcare provider reported that the patient had uncontrolled nausea and vomiting. There were no further complications reported as a result of this event. Additional information from the hcp stated that the reason for the nausea and vomiting was due to a toe infection. The patient had surgery and was given antibiotics. It was noted they were doing well. Further information from the hcp stated the infection and surgery were related to the device and/or therapy, however they did not know who did the actual procedure. No further complications were reported/anticipated.